Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that while the patients were getting treatments the product was leaking. No patient injury reported.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 21-jun-2022 via email and attached to complaint object: the customer confirmed that both incidents occurred with the same patient. The pump lines were leaking at the filter.